Event description:
The service report shows that customer reported the the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The puritan bennett customer support engineer (cse) verified that malfunction. The cse inspected the device and repaired a kink in the tubing. The unit passed extended self testing.